Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: 11/13 s-rom 40mm m spec+6 hip femoral head; pinnacle mtl ins neut 40idx56od hip acetabular liner; unknown hip acetabular cup; srom*stm std,36nk,20x15x165 hip femoral stem; s-rom*sleeve prx zt ha 20b-sml hip femoral sleeve; pinn can bone screw 6.5mmx40mm hip acetabular screw; pinn can bone screw 6.5mmx30mm hip acetabular screw; pinn can bone screw 6.5mmx25mm hip acetabular screw; pinn can bone screw 6.5mmx15mm hip acetabular screw.

Event description:
Patient was revised to address loosening of the femoral component at bone to implant interface. Doi: unknown; dor: (B)(6) 2018; right hip.